Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarms. Evaluation found low ultrasonic readings on the upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air in line and upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed air-in-line in the operating room. Any patient involvement, injury or medical intervention is unknown.